Event description:
As reported, physician reported issues with advancing the bypass tube into the sheath valve during an closure case. He exchanged all parts of the device for a new device set up and was able to complete case. Sheath/valve portion was not saved for return, only the device portion.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
Three mantas and one sheath were returned under the reference. It is unknown which unit was for which der as all 4 were 14f devices. Blood particulates were noted in all of them. One of the mantas was locked into the sheath with the lever engaged. The components (anchor, collagen, and lock) were released outside the lumen. The other two mantas had their levers in a non-engaged state. The components noted with the lumen. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci procedure, a 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub; the bypass tube kept bouncing back out. The first 14f manta device and sheath were removed and a second 14f manta device and sheath was placed completing the case. It was noted the manta sheath portion of the device was not saved for return product evaluation. The IFU states in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: · MDR fu-3010252479-2022-00234 manta · MDR fu-3010252479-2022-00235 manta..